Event description:
Colorectal anastomosis. After 4-5 days from the procedure, due to the presence of very solid feces above, that pushed upon the ring, the anastomosis broke down and the ring was found in the distal stump. Hartman procedure (colostomy) was performed. The procedure was an emergency procedure and the pt was not prepared.